Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: how was the clips not fed properly? Please explain: did the clip feed sideways?---no. Did the clips multifeed? ---no. Did the clips drop/eject from the jaws? ---yes. The ejected clip was retrieved with a forceps. Which firing of the device did this event occur on? ---after 4th or 5th firing. What vessel or structure was the device fired on at the time of the event? ---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing, the device was cycled, fed, and formed the six conforming clips, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.